Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a damaged front panel, battery cover and input/output label. The input manifold is loose on the bottom chassis. The customer stated problem was duplicated. Impact to the device resulted in timing valve cap has broken off and the alarm cable harness was damaged. Replace input manifold assembly and alarm cable harness to correct the customer reported reason. The cause of the reported problem was traced to the user manipulation of the device. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus has constant pressure. No patient adverse events reported.